Event description:
Patient status post nail and blade implantation on (B)(6) 2011 returned to surgeon approximately four months post operative complaining of chronic pain. X-rays on an unknown date showed the basal neck fracture of the femur was not healed and there was a non-union. Patient was returned to operating room on (B)(6) 2011 and the hardware was removed. Patient was revised to a total hip replacement. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.